Event description:
It was initially reported that the blue locking mechanism broke when the pressure indicator reached the green zone on the trufill dcs syringe; however, with investigation after receipt of the device for analysis, it was corrected to report that the syringe barrel was cracked. The device was exchanged for another to complete the procedure. The product had been used to detach one coil prior to the event. There was no additional force applied to the wing lock during use. There is no further info regarding the event.

Manufacturer narrative:
One used syringe was returned for investigation. Upon visual inspection, the syringe barrel was noted to be cracked. The crack started from the gauge connection and extends to the syringe barrel. No damage was observed on the wings cams. Due to the sample condition, the functional test could not be completed. The syringe leaked during the execution of the performance test. A batch review performed on lot 61001612 revealed no abnormalities or no non-conformances of this nature noted at in-process or at final inspection. The failure reported by the customer was confirmed. The leakage experienced during analysis was due the syringe barrel cracked. The root cause of the cracks at the syringe barrel cannot be determined at this time since the damage exhibited cannot be directly attributed to a specific aspect of the b braun mfg process. In the process of validating the new wing design, b braun routinely pressurized these syringes up to and beyond 1300 psi and has never experienced a barrel crack. B braun monitors reports for identification of any adverse trends. Since no adverse quality trend has been identified, this is considered an isolated incident. Although no conclusion can be made based on the available procedural info, based on the location of the crack, it is possible that unintended external forces during use may have contributed to the event. There is no indication that the event is device design or mfg related.